Event description:
It was reported an animal underwent an unknown veterinary procedure in (B)(6) 2025 and suture was used. During the procedure, lately with the last batch they have been seeing a break down/dehiscence of the surgical site. They have seen four breakdowns over the past two weeks. All four patients have been surgically repaired and are doing well. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the suture break post-op? If yes, in how many of the four patients? Please provide the source or name and title of the external person providing answers to follow-up. The suture broke in 2 of the 4 patients. The source is please refer attached mail.